Event description:
On 3/28/97, the account reported an erratic result of 31.84 miu/ml for the bhcg assay, which was run on the analyzer. Controls were within the specified ranges, however an error code was not given with the erratic result. The sample was retested and a result of 0.0 mlu/ml was obtained. According to info obtained from the account, treatment was delayed because of the initial reported result. Further pt info has not been provided by the account. No report of injury.

Manufacturer narrative:
Investigation summary: evaluation of the liquid level sense (lls) logs were inconclusive and the erratic result in question does not appear to have been caused by a pipetting inaccuracy (bubbles or hanging drops, etc.). However, observation of the returned probes showed that they were damaged. The outside of the probes had scratches and teflon was chipped off of the tips. Erratic results were no longer produced after the account replaced both probes on 3/28/97. The field service engineer (fse) also found bubbles in the mup line. The axsym operations manual in section 10 states that air bubbles in the fluidics system, a damaged probe, and bulk solutions 1 and 3 dispensing improperly are probable causes for results that are erratic, discrepant, and/or experiencing imprecision (10-270 - 10-273). This is the final report.